Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient implanted with a neurostimulator. It was reported that intra-operative impedance showed the 8-15 electrodes were greater than 40,000 ohms except electrode 10 at 1,046 ohms and electrode 11 at 993 ohms. The hcp wiped down the lead and reconnected but there was still the same issue. It was noted that the hcp was closing up, thus there wasn¿t much that could be done. The hcp wanted to wait to turn on stimulation. The patient was scheduled to come in (B)(6) 2017 for initial programming and recharger training. It was noted that the rep thought about switching the leads around to see if the impedance issue followed the lead, but again they were close to closing. It was also noted that the hcp was well versed in stimulation and had implanted a lot of patients in his career. No symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID 977c165, serial# (B)(4), product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the rep did not cover the follow up programming, but they have talked to the patient and they seem to be getting good coverage. He will be seen again in (B)(6). The rep did not know the cause of the high impedances, or if they were checked again. No further information was reported. Additional information was received from the rep. It was reported that the patient was seen in july and they were getting good coverage. Impedances were not checked as the patient was getting coverage. The devices serial numbers were provided. No further complications were reported/anticipated.